Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that, "he reamed to 51 to use 52 cup. Tried to impact into acetabulum, and it would not grip."